Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different cable. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer resumed insulin delivery. Customer¿s blood glucose value was 130-150 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.